Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed with the returned modular cable. Continuity measurement indicated one wire was opened/severed and one wire failed tolerance. The modular cable was dissected, and visual inspection confirmed an opened/severed red wire and an adjacent partially separated brown wire. It was noted there were several kinks along the length of the modular cable. It was noted there were several kinks along the length of the modular cable. While the damage appears to be related to the kinking of the driveline, the analysis could not determine a root cause that attributed to the damaged underlying wire. Abbott will continue to monitor for similar incidents. Incidental finding: internal modular cable damage. Heartmate 3 instructions for use explains how to replace the modular cable. Section 5-32 notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6-6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7-37 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported driveline power fault and yellow wrench alarms while connected to battery power. It was reported the modular cable was worn and had visible twists. The patient was asymptomatic. It was also reported the system controller had a green pump light and was operational. The account swapped out the patient's modular cable. No further information was provided.